Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient has had the device implanted for 4 months. The battery was interrogated after they were not getting stimulation coverage where they were previously and the impedances were out of range (oor) on 12 of the 16 contacts. An impedance check was performed and 12 of the 16 contacts were oor. Greater than 10,000 and greater than 20,000 were seen after they tried performing 2 impedance tests. An x-ray was performed and the patient would be meeting with the surgeon to discuss the course of action. The issue was not resolved at the time of report. There was a report that a surgical intervention was planned but had not been scheduled. Relevant medical history includes radiculopathy and spinal pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis found that all conductor wires were broken 25.5 centimeters from the distal end of the lead. Result code no longer applies. Conclusion code has been updated.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pertains to the lead (s/n: (B)(4)).

Event description:
Additional information reported that the patient had a revision. The action or intervention taken was that the patient was taken back to surgery and the leads were replaced. Diagnostic testing was done intra-operative where the battery interrogation continued to show out of range (oor). The old leads were hooked up to a multi-lead trialing cable (mltc) where both leads showed oor with 0.7 volts and 3.0 volts. It was reported that the leads were replaced, tunneled, and hooked into the original battery. After replacement, the lead impedances showed that they were within normal range. The battery turned out to be in normal working condition but both leads were oor. The patient was doing fine after revision. There was a report of good stimulation and the leads were within range. The healthcare professional (hcp) reported that the patient did well with the device until december when the leads stopped functioning. Interrogation of the leads demonstrated only part of the leads working and then over the past few weeks the leads stopped working completely. It was reported that they were able to find that the generator was working. The impedance of the leads were very high and were not working. It was reported that the leads were removed and new leads were reinserted about one and a half vertebral bodies higher than they were previously. It was reported that the patient was able to get excellent coverage of their back and leg. The hcp reported that an anchor was used in a newer area of the fascia that had not been used before. It was reported by the hcp that they reinserted this into the same generator and then re-implanted the generator and the leads without complications. Impedances were good and everything appeared to be working according to the hcp. The charging ability was checked and everything was charging nicely. The patient was given postoperative prevention antibiotics and postoperative instructions for pain and pain medications. It was planned for the patient to be discharged and there were no known complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.